Manufacturer narrative:
B5: updated: h6 patient code: e0133 stroke/cva code added.

Event description:
Champion af study: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 31mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban. Seventy-nine (79) days post procedure the patient presented to the hospital for a planned ablation procedure due to their atrial fibrillation. Pre-procedure computed tomography showed that there was a device related thrombus. Additional transesophageal echocardiogram (tee) imaging confirmed the thrombus was present. The patient was started on apixaban in response to this event. It was further reported that 204 days post procedure the patient presented to the hospital with persistent atrial fibrillation. The patient was admitted to the hospital to undergo an ablation procedure, and the atrial fibrillation was resolved. Computed tomography and MRI imaging were performed post ablation procedure due to the patient feeling dizzy. MRI showed that there was a small acute cerebellar infarct. The patient was diagnosed with an ischemic cerebral vascular accident. The patient was treated with oral medication and physical therapy. Two (2) days later the patient was stable other than some balance issues. The cerebral vascular accident event was considered to be resolved, and the patient was discharged home on apixaban.

Event description:
Champion af study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 31mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban. Seventy-nine (79) days post procedure the patient presented to the hospital for a planned ablation procedure due to their atrial fibrillation. Pre-procedure computed tomography showed that there was a device related thrombus. Additional transesophageal echocardiogram (tee) imaging confirmed the thrombus was present. The patient was started on apixaban in response to this event.